Manufacturer narrative:
10/5/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a hysterectomy. Reportedly, the instrument jammed prior to the procedure. No patient injury was reported.